Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a refrigerator was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a refrigerator was not detected on bus. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s refrigerator was failed to detect on bus, and it was unable to recover. The field service engineer (fse) had contacted the site and discussed the reported issue with the point of contact (poc). The poc attempted recovery procedures and conducted testing on the device. The poc successfully resolved the problem and returned the equipment to operational status. The end user subsequently verified proper functionality of the equipment. The system functioned as intended after the field service engineer assessed the device.